Event description:
A report was received that the patient was experiencing burning sensation, discomfort and pain at both incision sites. The patient underwent an explant procedure. The physician did not suspect malfunction but believed that the patient¿s body was not responding well to having an implant.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial/lot (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility.